Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had received several defibrillation therapies due to noise on the ventricular channel. The physician believed the noise on the right ventricular (rv) lead was most likely related to myopotential rather than to a lead failure. Diagnostic imaging was done and revealed no signs of externalization. The device was reprogrammed to resolve the issue and the patient is in stable condition.

Event description:
It was reported that the patient had received several inappropriate defibrillation therapies due to noise on the ventricular channel. The physician believed the noise on the right ventricular (rv) lead was most likely related to myopotential rather than to a lead failure. Diagnostic imaging was done and revealed no signs of externalization. The device was reprogrammed to resolve the issue and the patient is in stable condition.